Manufacturer narrative:
Batch review performed on 05 december 2019: lot 178509: (B)(4) items manufactured and released on 24-jan-2018. Expiration date: 2023-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-revision 02.07.2403l femur revision ps size 3 l (k102437) lot. 164174. Batch review performed on 05 december 2019: lot 164174: (B)(4) items manufactured and released on 12-ago-2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 3 months after primary the surgeon revised the patient knee insert and femur for an infection (recidivist infection). The surgery was completed successfully. The pathogen is unknown. Femur implanted on (B)(6) 2018.